Manufacturer narrative:
Product support testing of retained devices with profiler evaluations samples, n=2, all analytes within specification. Product support testing of retained devices with returned specimens observed discrepant tni results between triage and beckman platforms. Complaint confirmed with returned specimens, however, there was insufficient returned specimen volume to determine root cause of discrepancy.

Event description:
Patient (edta) sample tested with triage cardio profiler gave cardiac marker results of ckmb<1.0 ng/ml, myoglobin = 27 ng/ml. Troponin I (tni) < 0.05 ng/ml, bnp=636 pg/ml. Patient (heparin) sample tested in lab with beckman gave elevated levels of tni=0.21 ng/ml. Next day, patient (heparin) sample tested in lab with beckman gave elevated levels of tni=0.19 ng/ml. Retested patient (edta) sample on triage, all markers still negative.